Event description:
It was reported that (B)(6) 2010: patient underwent posterior fusion surgery using rhbmp2/acs, rt allograft paste and plif spacers. (B)(6) 2013: patient underwent MRI lumbar spine without contrast due to orthopedic hardware, pain, radiculopathy. Impression: native disc parenchyma noted at t12 --- l1. 2 mm disc bulge. 2. Probable native disc without spacer material at l2 ---3. Central to right lateral disc protrusion measuring 2.5 mm. 3. At the l3 --- 4 level there is a 3 mm impression upon the ventral subarachnoid space. This could represent disc bulge versus scar tissue. 4. At the l4 ¿ 5 level, there is a 4 mm impression upon the ventral subarachnoid space. This could represent disc bulging versus scar tissue. Fluid signal along the posterior periphery of this disc suggestive of annular tear. 5. There is rounded fluid signal intensity structure along the posterior aspect of the thecal sac at the l4 ¿ 5 level. This is felt to represent a seroma. 6. At the l5 ¿ s1 level, there is a 3 mm impression upon the ventral subarachnoid space. This likely represents a disc bulge. Can not rule out annular tear along the right lateral periphery of the interspace.

Manufacturer narrative:
(B)(4). Neither the device nor imaging studies were returned nor provided for evaluation.